Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Family member/friend reported that starting the day before yesterday patient was having a buzzing in his back that is going down his leg, it is like he is being hit by electric shock starts and stops. Caller said she just took the battery out of the controller and he is laying in bed still feeling this, he feels it when in a chair. Caller said patient just got a replacement controller because other one screen broke. Briefly reviewed turning stimulation off or down to eliminate the buzzing. Worked with caller to put the battery back into the controller. Caller said when she did the controller showed battery low recharge the controller. Caller plugged it into ac power, connected to implant stimulation was on, on group c, program 1 and adaptive stim was enabled. Worked with caller to use the down arrow, caller reported seeing lower limit setting cannot be decreased any lower, stimulation was at zero. Caller said the patient¿s ins level showed at 40%. Reviewed brief scs and adaptive stim information. Caller said patient has dementia and had been using the equipment on his own, caller said she would now become involved. Offered and sent online video link and support info link to caller¿s email. It was recommended charging the controller, charging the implant, and reviewing education information and using the controller to adjust stim to a comfortable setting or redirect to healthcare provider (hcp) to help with patient's settings.